Event description:
An ankylos drill broke during an implant placement procedure (unbeknownst to the dr during the initial operation). The pt returned five days following the initial procedure complaining of pain and it was then discovered that the drill broke. As a result, an osteotomy procedure was performed to remove the broken piece.